Event description:
The user facility reported via user facility medwatch report number mw5105865 that the packaging tray of their lb54 camera light handle cover was empty. No report of injury.

Manufacturer narrative:
After the covers are made, they are placed into trays for packaging. Trays without a cover placed should be discarded per the operating procedures. It is likely that the tray subject of the event did not have a cover placed and was inadvertently packaged by the operator. There have been no other complaints associated with this lot. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.